Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140 . Summary of investigational findings: evaluation of the returned device verified penetration and kink of the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath and filter introducer through tortuous anatomy. The most likely root cause for the penetration of the sheath is the excessive force applied to the sheath due to the tortuous anatomy no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement on a patient with tortuous anatomy on (B)(6) 2015. Since the patient already had a cv catheter implanted in the right jugular vein, the access was gained from the left jugular vein. The sheath could advance just below the renal veins, though strong resistance was encountered when the filter introducer was advanced into the sheath. Angiography confirmed that the filter leg protruded from the sheath. Then, the physician attempted to withdraw the filter, though it would not be withdrawn back inside the sheath due to the shape of the filter leg. Therefore, whole delivery system was removed from the patient, then thrombolytic drug/drugs was/were administrated on the day. On the next day ((B)(6) 2015), another manufacturer's filter (optease/ by cordis) was placed instead. Patient outcome: there have been no adverse effects to the patient reported.